Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal procedure, while on preperitoneal dissection, the balloon did not inflate. New device was opened and sued without issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection visual inspection of the returned product noted that the dissector balloon, trocar balloon, lock collar, obturator and insufflation bulb appeared intact. The inflation syringe was not received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, a leak was detected. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. As per instructions for use (IFU), caution: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.